Manufacturer narrative:
A ge service representative performed an on site investigation. The power controller pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power to a usable state and exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.